Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coming out of uterus') and salpingitis ('tubal infection') in an adult female patient who had essure (batch no. 828109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2007, depression, hypertension, cervix cerclage removal, cryotherapy, gastrointestinal disorder, irregular menstruation, ovarian cyst, venous thromboembolism and miscarriage. Plaintiff undergone essure confirmation test on (B)(6)2008 with results of confirm. Test- bilateral occlusion. Concurrent conditions included papanicolaou smear abnormal, venereal disease nos, uterine bleeding, pelvic adhesions, cyst, hydrosalpinx, venous thromboembolism and obesity. Concomitant products included ibuprofen (motrin) for dysmenorrhea, medroxyprogesterone acetate (provera) for genital bleeding, hydrocodone bitartrate;paracetamol (norco) and ketorolac tromethamine (toradol) for neurogenic pain as well as abacavir sulfate, calcium chloride;potassium chloride;sodium lactate (lactated ringers), celecoxib (celexa), cetirizine hydrochloride (procet), docusate sodium, hydrocodone, ibuprofen since 2008, influenza vaccine (influenza virus vaccine), ketorolac, metoclopramide, morphine, muscle relaxants from 2012 to 2013, ondansetron, pneumococcal vaccine and tramadol hydrochloride (tramadol hcl). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine/ migraines/ headaches"), headache ("headache"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the uterine perforation, menorrhagia, allergy to metals, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge and vaginal haemorrhage outcome was unknown and the salpingitis, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, headache, fatigue and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder/urinary problem ,migraine, headaches ,fatigue, weight gain,tubal infection. Current weight 193 lbs. The right tubal ostium did have a very no coils were seen protruding from the tubal ostia at the end some amount of difficulty with placement of the coils on each. Discrepancy : date of birth : (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - in (B)(6)2008: total bilateral occlusion. Tubes blocked. Concerning the injury reported in the case, the following once were described in patient's medical records: pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received- lot number was added. New events abnormal bleeding (vaginal) and coming out of uterus were added. Patient¿s weight and height were added. Medical history, lab data and concomitant drug were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coming out of uterus') and salpingitis ('tubal infection') in an adult female patient who had essure (batch no. 828109-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2007, depression, hypertension, cervix cerclage removal, cryotherapy, gastroesophageal reflux, irregular menstruation, ovarian cyst, venous thromboembolism and miscarriage. Plaintiff undergone essure confirmation test on (B)(6) 2008 with results of confirm. Test- bilateral occlusion. Concurrent conditions included papanicolaou smear abnormal, venereal disease nos, uterine bleeding, pelvic adhesions, cyst, hydrosalpinx, venous thromboembolism and obesity. Concomitant products included ibuprofen (motrin) for dysmenorrhea, medroxyprogesterone acetate (provera) for genital bleeding, hydrocodone bitartrate;paracetamol (norco) and ketorolac tromethamine (toradol) for neurogenic pain as well as abacavir sulfate, calcium chloride;potassium chloride;sodium lactate (lactated ringers), celecoxib (celexa), cetirizine hydrochloride (procet), docusate sodium, hydrocodone, ibuprofen since 2008, influenza vaccine (influenza virus vaccine), ketorolac, metoclopramide, morphine, muscle relaxants from 2012 to 2013, ondansetron, pneumococcal vaccine and tramadol hydrochloride (tramadol hcl). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine/ migraines/ headaches"), headache ("headache"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menorrhagia, allergy to metals, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge and vaginal haemorrhage outcome was unknown and the salpingitis, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, headache, fatigue and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder/urinary problem ,migraine, headaches ,fatigue, weight gain,tubal infection. Current weight 193 lbs. The right tubal ostium did have a very no coils were seen protruding from the tubal ostia at the end some amount of difficulty with placement of the coils on each. Discrepancy : date of birth : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Tubes blocked. Concerning the injury reported in the case, the following once were described in patient's medical records: pelvic pain, menorrhagia, dysmenorrhea. Lot number report (828109) is not valid. Most recent follow-up information incorporated above includes: on 5-oct-2019: update of information (batch is not valid). Incident not valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and salpingitis ('tubal infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test on (B)(6) 2008 with results of confirm. Test- bilateral occlusion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headache") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, salpingitis, dyspareunia, dysmenorrhoea, abdominal pain, migraine, headache, fatigue and weight increased had resolved and the menorrhagia, allergy to metals, psychological trauma, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, salpingitis, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder/urinary problem ,migraine, headaches ,fatigue, weight gain,tubal infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated.. Event: injury were updated to dysmenorrhea (cramping).new event: dyspareunia (painful sexual intercourse),pelvic pain ,abdominal pain , menorrhagia (heavy menstrual bleeding) ,nickel allergy ,bladder infect., uti, vag. Infection, vag. Discharge , migraine, headaches ,fatigue, weight gain , tubal infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.